Event description:
It was reported that the customer had a blood glucose level of 532 mg/dl. The customer stated her reservoir leaked and caused moisture damage to her insulin pump. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
See medwatch 2032227-2014-65265 for insulin pump information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).